Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure, (date is unknown). According to the complainant, after the procedure was completed, the physician found peeled coating from the pullwire in the patient's stomach. The physician retrieved the peeled coating with straight grasping forceps. The physician reported there was little resistance felt when withdrawing the pullwire from the patient's stomach. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) - retrieval of device fragments. (B)(4) the reported event of pullwire coating peeled. The complainant indicated that the device will not be returned for evaluation, as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.